Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A dampened pressure waveform is when the amplitude of the waveform (height from trough to valley of the pressure wave) is reduced. This dampened waveform could cause incorrect, inadequate or imprecise results or readings, which may lead to improper treatment or an additional rhc for the patient, thus making this a reportable event. The physician reports they will discontinue use of the cardiomems at this time.